Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 215 (mg/dl). No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
On 14 october 2022, the distributor reported the additional information: the pump history was reviewed, and it was determined that the pump did not experience fast battery depletion. It was verified that a malfunction alarm occurred. The customer reverted to alternate insulin therapy. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation performed.